Event description:
Information was received indicating that the volumetric accuracy of a smiths medical cadd legacy plus pump was off. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy plus pump was returned for investigation in used condition. The keypad and labels were intact. No physical damage was found on the device. The customer reported product problem (inaccurate volumetric accuracy) was not evidenced in the event history log. An accuracy test was subsequently performed. The failed accuracy allegation was not confirmed during testing. The delivery accuracy testing found that the pump's average delivery error to be within the published specification of +/-6%. No fault was found with the device.